Event description:
It was reported that the vns patient underwent generator replacement on (B)(6) 2013 due to battery depletion. The explanted device was returned to the manufacturer. Analysis of the returned generator found that the reported end of service condition was the result of normal battery depletion. Nevertheless, the module did not perform according to functional specifications as the elective-replacement-indicator (eri) was set when the battery voltage was greater than the 2.62 v threshold, where the indicator is not expected to be set. Further analysis of the device determined that component a3 was not performing as expected. With a3 not functioning correctly, the dc-dc steps were higher than normal and the elective-replacement-indicator was set prematurely. With the a3 substitution, the pulse generator module performed according to functional specifications. Review of the available programming history found that the elective-replacement-indicator status was no on (B)(6) 2011, with 48677 operating hours. This indicates that the elective-replacement-indicator was operating properly during implant until (B)(6) 2011. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.